Manufacturer narrative:
Investigation summary: visual inspection: the locking bolt measuring device f/trochanteric fixation nails (p/n: 357.402, lot #: 4595127) was received at us cq. Upon visual inspection, the ball and spring components were missing. Document/specification review: no design issues or discrepancies were identified. Dimensional inspection: dimensional inspections relevant to this complaint were not performed at due to a definitive finding of a missing component. Conclusion: the overall complaint was not confirmed for the locking bolt measuring device f/trochanteric fixation nails (p/n: 357.402, lot #: 4595127) as the device is missing the ball and spring components but is not broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part # 357.402, synthes lot # 4595127, supplier lot # na, release to warehouse date: 23 may 2003, manufactured by (B)(4), no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported two (2) 1.6mm guide wire 410mm do not function and one (1) locking bolt measuring device f/trochanteric fixation nails was broken during reverse logistics audit of returned device at millstone. There was no patient involvement. This is report 3 of 3 for (B)(4).